Manufacturer narrative:
It was reported that during patient transfer the resident slipped out of the sling. The customer stated that the resident had a kind of 'weakness attack' and was no longer able to stand. As a consequence of the event the patient slipped out of the sling and fell and sustained a femur fracture that required surgery. The patient suffers from osteoporosis and dementia. The device was evaluated by arjo representative and no malfunction was found. As per the instructions for use (IFU, kkx1010m_en_12), sara 3000 is a mobile raising aid, intended to be used on a horizontal surface for raising to a standing position and short transfer of residents where the resident has been clinically assessed by caregivers to correspond to the following categories: - sits in a wheelchair - is able to partially bear weight on at least one leg - has some trunk stability - is dependent on the caregiver in most situations - needs mobility-maintaining standing exercises. The instruction for use for sara 3000 device warns: "before attempting to raise a resident, a full clinical assessment of the resident¿s condition & suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he or she will be lifted using a sara 3000 standing and raising aid." Arjo has the mobility gallery, which is an assessment and communication tool based on different levels of mobility; from completely mobile and independent residents/patients, to completely bedridden patients. The mobility gallery presents the five levels of functional mobility by relating them to five individuals. According to the information provided by the facility staff, the patient who used the device was assessed on level c (according to arjo mobility gallery). This means that the patient who used the device was able to partially bear weight on at least one leg and has some trunk stability. This patient was allowed to use the sara 3000 device. To sum up, despite the fact that the patient's mobility allowed the use of the sara 3000 lift, the unexpected "weakness attack" led to a loss of stability (the patient was not able to stand) and slipped out of sling. The cause can be determined as unfortunate event. Arjo active floor lift and active sling were used as a system for patient's transfer when the patient slipped out of the device. There were no abnormalities found within the lift or the sling that could have contributed to the event. The complaint was decided to be reportable due to the patient¿s fall and sustained serious injury.

Event description:
The event has been registered in our complaint handling system under number (B)(4). It was reported that during patient transfer the resident slipped out of the sling. The customer stated that the resident had a kind of 'weakness attack' and was no longer able to stand slipped out of the sling and fell. As a consequence of the event, the patient sustained a fracture. The patient suffers from osteoporosis and dementia.

Manufacturer narrative:
Additiona information will be provided upon investigation conclusion.